Manufacturer narrative:
Visual finds found the battery door missing. No other physical damage is observed. Evaluation found the unit sounds properly when in use with sensor and magnet. The unit was found to have met specifications with no product non-conformances found. Manufacturer reference file# (B)(4).

Event description:
Supplemental required for additional information.

Manufacturer narrative:
Product is scheduled to be returned but has not been received in by manufacturing at the time of this report. Therefore, this report is based solely on the information provided by the customer. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file# (B)(4). Product return anticipated.

Event description:
Customer is reporting alarm that is not making any sound. She can hear an internal rattle in the alarm. The date the issue was discovered is unknown and no patient incident or injury was reported.